Event description:
The following was reported to hamilton medical ag: tightness test fail during preop check. Release valve defective message appears after switch on ventilator.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure mode description: affected phase: preoperational check and affected component: ambient valve. Failure effect: after performing the tightness test the device shows the message "release valve defect." Ventilation cannot start / ventilation continues. Root cause: defective ambient valve. Correction: --[15.3.2023 12:12] - [akarthiya]-- replacement of the ambient valve. The alarm disappears when the tightness test is completed successfully. Conclusion: defective component. No patient involvement/ no harm.